Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A technical support specialist stated that the customer recovered the failed drawer by removing an object stuck behind it. The system is now working fine and the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.